Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed a service required error message while monitoring a patient. The patient involved was reported to have not experienced harm or adverse patient impact. The users swapped the device for another defibrillator and were able to successfully monitor the patient without risk for harm.